Event description:
It was reported that the patient's blood glucose levels reached 20.5 mmol/l (369 mg/dl). The pod was worn between 4 and 24 hours on the abdomen. It was noted that the cannula was bent. Hyperglycemia treated with correctional bolus and a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The returned device was evaluated and no bends nor kinks were observed to the soft cannula. The data presented an 0x33 alarm and no other anomalies. The device was reset and rerun. The rerun data presented a rotational sensor error. No issues were observed capable of causing the error in the rerun, and this error does not correlate with the alarm. The original alarm is a non-issue.